Event description:
Two years and five months post-procedure, the pt went unconscious. He was brought to the hospital as an emergency. Cag was conducted and thrombus was observed in the cypher. To treat the trombus, aspiration and poba was conducted. The pt recovered and was discharged from the hospital 5 days later. The target lesion was mid left anterior descending artery. The vessel was a de-novo and concentric lesion. Aha/acc classification of the vessel was type b2. The lesion length was 20mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre-dilatation was not conducted. Cypher (3.0/23mm) was implanted at 18 atm for 40 seconds twice. Post-dilatation was conducted with a balloon (3.5/13mm). Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 1 and 3 after the procedure. Act was not measured.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.